Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level, cause was unknown. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer administered a correction injection to treat the elevated bg level.